Event description:
It was reported that during an unknown procedure an unexpected noise was heard after activating several times and the shaft was broken off. Changed to another one to complete the procedure. No adverse event on the patient. Procedure was completed with same like device. One device will be returning.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. No handle component issues were detected on the returned device. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure. It is possible that the unexpected noise heard could be either: (1) the blade making contact with metal or plastic while activated; (2) the blade not properly attached to the handpiece; or (3) the solid tone emitted when the blade becomes damaged.